Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. X-ray indicated that acetabular cup had loosened and spun out. Patient received a total hip arthroplasty in 2008. Revision surgery was recommended by the surgeon. The x-ray along with the recall of the asr xl made a revision the best option in the surgeon's opinion. Doi: (B)(6) 2008; dor: (B)(6) 2018: right hip.

Manufacturer narrative:
(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.